Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of over 500 mg/dl. The customer indicated that they were new to pump therapy and wanted to call their doctor as they were unsure how much insulin to administer. Customer indicated they would call back later if necessary.